Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller reported experienced elevated blood glucose levels in the 300's mg/dl. Caller alleges pump is not delivering any basal insulin. Caller switched to backup pump; blood glucose level has started returning to normal. Requested return of the alleged device for evaluation and replacement was sent.